Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter packaging label was incorrect. The following information was provided by the initial reporter, translated from (B)(6) to english: "during incoming inspection performed by bd japan, product code, lot number and expiration date on the label was found incorrect."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed a dispenser box of 20gx1.16in insyte autoguard devices with a label containing different information than the labels on the other three boxes. Your reported issue was confirmed. A review of device history records (DHR) of both involved lots was performed to determine if the removal of product packaged on the line prior to the involved lots could have led to the reported defect. DHR review found that involved lots were manufactured on different lines, which makes a mix up of dispensers an unlikely event. All the labelling and packaging are completed by the bd plant.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter packaging label was incorrect. The following information was provided by the initial reporter, translated from japanese to english: "during incoming inspection performed by bd japan, product code, lot number and expiration date on the label was found incorrect."